Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the device has caused excruciating pain and constant discomfort for eight months. The device was not functioning in a capacity that benefits the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that even after 6 months, the incision site pain is excruciating. The patient could not lie on their back or left side. The patient could not sit for longer than a few minutes and could only wear pants for a short time. It was reported that there was not enough flesh there to provide padding so the patient kept a thick padding of moleskin over the most painful part of the device. In the past, the patient had 3 adjustable parameters but now the patient only had 2. It was reported that it hurt their knees so bad that they could barely use it. It was reported that the patient was not physically capable to make the trip to the health care provider (hcp) office. The device was reported to be causing considerable more pain than it was helping. The consumer wanted the device removed. Additional information was received from a consumer on (B)(6) 2018 reporting that the patient has had a device implanted from the manufacturer for 15 years. Ever since the device that was implanted in (B)(6) 2017, the patient had been having problems with the device. Ever since september or october 2017, the patient had been needing a manufacturer representative to adjust the pulse width because it hurt their knee tremendously. The patient could not only use it for about 10 seconds at a time because they did not have an adjustment. Per the consumer, they were told that the manufacturer representative could visit them at the surgeon¿s office. An upcoming appointment was made with the surgeon on (B)(6) in order to meet with the manufacturer representative because of the pain the device was causing the patient. Another issue was noted that their devices since 2002 were implanted in their abdomen but the implant from 2017 was moved to their hip due to the health care provider (hcp) recommendation. Per the consumer, they did not have enough flesh back their and the device was now causing them tremendous pain just from having the device where it was. Additional information was reported from the consumer on (B)(6) 2018 reporting that the manufacturer representative had done adjustments the day before but also took away another adjustment. The device was reported to not be functioning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-mar-02 reporting that since implant. They currently had problems with the scs. It took them 6 months before they could use it. The hcp tried to adjust but then requested that a manufacturer representative make adjustments. The patient met with a manufacturer representative 2 weeks before the report and stated that the reprogramming ¿messed up the device.¿ the patient¿s pain level was at a point where they do not drive. It was confirmed that the patient had a scheduled surgery to remove the implant in 2 weeks. Additional information from the manufacturer representative noted that they saw the patient on (B)(6)2018 and gave the patient the ability to change pulse width per patient request. It was reported that the patient did not want anything else changed except for the access to change pulse width on their own. The patient declined any other servic es. It was reported that the patient had lost a lot of weight and the battery was uncomfortable. The scheduled surgery was clarified to be an ins pocket repositioning and that the surgery was pending approval by the patient¿s worker compensation. It was also noted that during the patient¿s implant the health care provider (hcp) implanted extensions per patient request so that they were MRI compatible. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that his stimulator was causing severe pain at and around the implant site. The patient requested physician listings within 200 miles who could terminate and removed the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was in excruciating pain and cannot concentrate. The patient did not have the presence of mind to inform them that they needed and wanted the same functions they had for 15 years before. Patient said this visit they wanted the ability to adjust only one of the parameters they needed. Shortly, after they realized that they had not yet earned the ability to control the width of the pulse, therefore the device caused severe pain in their knee and was barely usable. Patient said it was not possible to get an appointment so they waited four to five months, barely being able to use the device. Until they were able to make an appointment with the surgeon and where they were met by manufacturing representative (rep) who gave them this other adjustment but in doing so took away the ability for the patient to adjust pulse rate. Now they have a device for causing nausea. Pain control not so much. The device is causing the patient intolerable pain at the implant site. Patient said they are having this device removed. No further patient symptoms or complications were reported in this event.